Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "peri implant fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture", "doesn't look normal", "thicker", "bulbous", "looks bigger and sags more", "difficult to lay on side and exercise", "lost nipple sensitivity" "feels like a grapefruit inside," and "peri implant fluid."

Event description:
Patient reported a right side "possible rupture", "doesn't look normal", "thicker", "bulbous", "looks bigger and sags more", "difficult to lay on side and exercise", "lost nipple sensitivity", and "feels like a grapefruit inside." Patient additionally reported "peri implant fluid." The device remains implanted.